Event description:
When resident was utilizing ethicon echelon 45 stapler to staple off the appendix in surgery stapler would not complete firing to be able to staple. Stapler was removed and another one was opened for use.